Manufacturer narrative:
MDR 2517506-2018-00218 was also filed for the same customer inquiry. The customer contacted siemens customer care center (ccc) and reported that discordant, falsely depressed tsh results were obtained on the dimension vista system. Siemens is investigating the incident.

Event description:
Discordant, falsely depressed thyroid stimulating hormone (tsh) results were obtained on patient samples on the dimension vista 1500 system. The results were not reported to the physician(s). After the next qc run was outside of approved range, the same samples were run on an alternate dimension vista system, resulting higher. The repeat results were reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed tsh results.

Manufacturer narrative:
Original MDR (B)(6) 2018, additional information (30-apr-2018): siemens headquarters support center (hsc) has reviewed the instrument data and completed their evaluation. The event was limited to the samples processed from a single tsh flex reagent cartridge. The discordant low tsh results occurred after a flex switch from flex sequence number 4623 to sequence number 4627. Once the customer switched to a different sequence number flex, the qc and patient results returned to their relative expected values. No product nonconformance with the instrument or reagent was identified. The cause is unknown. Section h6 has been updated to reflect the hsc conclusion. No further evaluation of the device is required.